Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ,using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. In addition, the following non-reportable malfunctions were found during the device evaluation: e216 scope communication error due to corrosion on the endoscope connector, the bending angle in the up direction and the play of the upward/downward angulation control knob does not meet the standard value due to wear of the angle wire, water removal ability does not meet the standard value due to clogging of the nozzle, the suction connector is dirty due to water leakage, the light guide lens has a crack, the objective lens and the control unit have discoloration, and the universal cord has a wrinkle. Additionally, all of the following were found to have a scratch: the suction connector, plastic distal end cover, connecting tube, light guide cover glass, protector of the universal cord on the suction connector and control section side, scope connector cover unit, forceps elevator lever and knob, right/left knob, upward/downward angulation control knob, flexibility adjustment ring, scope cover, universal cord, grip, control unit, and switch box. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed a sandstorm type image with no signal when trying to connect the scope. The issue was found during preparation for a diagnostic procedure. The procedure was completed with a similar device with no reported procedural delay or patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an e315 scope error due to corrosion of the scope connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.